Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (50 mg/dl). Customer stated they believe their carbohydrate ratio may be set too high, and needs to be adjusted. Customer consumed carbohydrates to stabilize blood glucose levels. Recommendation was made to discuss diabetes management and settings adjustment with their health care professional.